Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had fiber optic failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse reviewed the error log which showed error 53. The fse was unable to duplicate error on simulator. System passes all functional testing. The fse then returned the unit to the customer.

Event description:
N/a.